Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The surgeon was unwilling to provide further information. (B)(4).

Event description:
A ophthalmologist reported that during an intraocular lens implant procedure the iol shot off from the cartridge. The patient's posterior capsule was ruptured. The surgery was completed after replacing the iol with another one for extracapsular fixation. The postoperative course is uneventful. Additional information has been requested.